Manufacturer narrative:
The device was used for an off label indication. The main component of the system involved in the reported event; other applicable components are: product ID neu_unknown_lead, lot # unknown, product type lead.

Event description:
Mitchell, b., verrills, p., vivian, d., dutoit, n., barnard, a., sinclair, c. Peripheral nerve field stimulation therapy for patients with thoracic pain: a prospective study. Neuromodulation : journal of the international neuromodulation society. 2016. Summary: relative to the number of patients suffering chronic lumbar and cervical pain, fewer patients suffer persistent thoracic pain. Consequently there is less literature, with smaller sample sizes, reporting treatment of this cohort. Here, we assess peripheral nerve field stimulation (pnfs) as a potential treatment for chronic thoracic pain. Reported events: patient (B)(4): a female patient with peripheral nerve field stimulation (pnfs) for chronic thoracic pain experienced lead migration that was successfully resolved via lead repositioning. It was noted that eight contact leads, however, it was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fields updated to reflect no complaint against medtronic device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the corresponding author reported that the patient was implanted with a non-medtronic device.